Manufacturer narrative:
On further follow up with the customer, it was determined that the wrong fuse was in use prior to the occurrence on the pcb power module. The fuse type in use could not be determined. The customer indicated that blown fuses had been occurring at a regular frequency before this occurrence. Just before the fuse blew, a ups battery had been changed. The fuse blew immediately after the instrument was reconnected to the ups again for the first time since the battery change and turned on. The customer indicated that they were told by the ups manufacturer that the reason for this was that the ups was set for 240 volts and the instrument was 208 volts. The customer noted no problems with the cooling unit or with the power box fan. The fuse had not been changed with the instrument powered on. The instrument is running within specification on (B)(4) 2014.

Event description:
The customer received an instrument alarm and had found that the f3 fuse had blown. The customer removed the access cap for the fuse and found the fuse was broken and appeared burnt. They tried to remove the fuse and only half of it came out. The customer was unable to remove the other half of the fuse. The half that was removed appeared burnt or charred as if it had overheated. There was no allegation of a death or serious injury and no patient samples were involved in the event. The field service representative found that the system was not connected to an uninterrupted power source (ups). He replaced the fuse and communicated to the customer. He observed the instrument performing correctly and according to specification. He performed system checks, which were successful. The customer performed qc, which was ok.

Manufacturer narrative:
The investigation determined the root cause of the issue was that the wrong fuse size was used in the instrument, along with a misadjusted external power unit (ups).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.